Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy, the permanent cautery spatula instrument was noted to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the tip was detached from the instrument. There are no photos available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have the spatula completely detached. The spatula was returned with the instrument. Other components adjacent to the broken spatula show damage. The cautery insulation/conductor etfe insulation are broken, and some parts are missing. The complaint was confirmed by failure analysis.